Event description:
An operating room materials manager reported an issue with the infusion line during a procedure; there was a message indicating "no pressure". Another cassette was used to complete the surgery with a minimal delay. There was no harm to the pt.

Manufacturer narrative:
A sample is not expected for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).